Manufacturer narrative:
This report is being amended to reflect changes. Product was not returned for evaluation, so the evaluation of product cannot be performed. Review of device history record for the lot codes associated with the reported shell identified no deviations or anomalies. Review of the complaint history for the lot associated with the trilogy cluster indicated no previous complaints for loosening/radiolucency. The shell in question was in-vivo for approximately 7 months. Cup and liner were checked for compatibility and found to be compatible with each other. Operative notes for procedure performed on (B)(6) 2014 state that left femoral head was deformed and a total hip replacement of the left side with acetabular bone grafting was performed. The spongiosa bone part of the femoral head was removed, shaped via osteotomy and fixed to iliac crest as superior support by washer screws. Shock test, stress maneuvers and extremity length comparison were performed. No intra-operative complications were observed. The post operative stem inclinations was reported as 62 degrees. The explanted femoral components were acetabular cup, a ceramic liner and head with significant metal coloration. The most likely cause of the loosening of the shell may have caused due to the patients improper bone anatomy or lack of bone ingrowth, resulting into unstable cup. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. These warsaw design-controlled devices were used for treatment.

Event description:
It is reported that the pt underwent a revision due to osteolysis and loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.